Manufacturer narrative:
The customer reported a hole in the pump segment, and returned one used sample. The sample was visually inspected, and no issues were found. The tubing was then primed with water, and a leak was found at the upper fitment of the pumping segment. There was no lot number reported by the customer, but our smart site information can provide potential lots. There were 10 potential lots found for this material. None of these lots had any quality issues. Device history record review for model 2420-0007 lot number 23065266 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23065304 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23065380 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23075086 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23085054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23085132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23075088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23075089 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23075115 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 23075009 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this leak is related to user loading techniques. We strongly urge the customer to carefully load the pump segment top first.

Event description:
No additional information was provided material#: 2420-0007; batch number#: unknown. It was reported by customer that tubing was leaking. IV tubing found to have a hole in the portion of the tubing that goes into the alaris pump. Verbatim#: rcc received complaint via email. Email(s) attached. "The tubing was leaking. IV tubing found to have a hole in the portion of the tubing that goes into the alaris pump."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set has a hole and leaked. The following information was provided by the initial reporter: "the tubing was leaking. IV tubing found to have a hole in the portion of the tubing that goes into the alaris pump."